Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements of 126 ohms. The patient was to be brought back to their clinic. There had been no delivered shocks since implant. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was provided which noted that the patient was brought back to the clinic and the shock impedance measurement was 93 ohms. The device was reprogrammed to increase the high impedance alert. No adverse patient effects were reported. The device remains in service.